Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. A social media post was identified in which the patient reported experiencing significant inaccuracies with the g7 system when compared to a manual glucose measurement. According to the post, these discrepancies led to multiple emergency room visits and required the patient¿s husband to administer glucagon. No further follow-up or verification could be completed, as the reporter chose to remain anonymous and declined to provide identifying information. Due diligence steps were therefore not possible. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.